Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valves broke off. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve was not adequate. After insertion of the ablation catheter, into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the valve started leaking fluid. No blood was seen. Only the saline flush was leaking from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve. They exchanged the sheath and the same issue occurred. The two sheaths had the same lot number. They exchanged the sheath with a third sheath that did not share the same lot number. The issue resolved and the case continued. There was no patient consequence reported. Additional information was received. Believes that part of the hemostatic valve broke off of the hub. The sheath was being used on a patient and this occurred when the physician was attempting to insert a smarttouch sf catheter into the sheath. There was no patient consequence. A baylis nrg needle was used for transseptal puncture and an octaray catheter was used in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium during the case without incident. The hemostatic valve broke issues were assessed as MDR reportable for both carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # (B)(4) for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium). (2) MFR # (B)(4) for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium) . Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 20-mar-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve was not adequate. After insertion of the ablation catheter, into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the valve started leaking fluid. No blood was seen. Only the saline flush was leaking from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve. Additional information was received. Believes that part of the hemostatic valve broke off of the hub. The device evaluation was completed on 06-apr-2024. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The optimal device performance guide (odp) contains the following caution: always insert a dilator straight into the center of the sheath's valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).